Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer will continue using the current pump until the replacement arrives.